Manufacturer narrative:
Tandem¿s t:slim x2 user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed air bubbles within the infusion set tubing. Reportedly, the issue occurs a day or two after a supply change is performed. During the report, tandem technical support (cts) found that the customer does not always perform the cartridge air removal process with each supply change. Cts advised the customer to review the load sequence to address the issue. Blood glucose level ranged between 200-300 mg/dl.